Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited noise episodes due to electromagnetic interference. The intervention and patient's condition were unknown.